Event description:
Patient presented to the physician with a hematoma at the chest pocket site. Physician brought the patient into the or, and removed the ipg, sensing lead, and a majority of the stimulation lead.